Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that 2 weeks after the dental implant was placed, in ada sit3 #30 of the patient's mouth, non-osseointegration was observed. The patient presented with bone type ii. The implant was not covered with bone. Hygiene around the implant was fair. Peri-implantitis was involved in the event and at the time of event there was pain and mobility. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 weeks after the dental implant was placed, in ada sit3 #30 of the patient's mouth, non-osseointegration was observed. The patient presented with bone type ii. The implant was not covered with bone. Hygiene around the implant was fair. Peri-implantitis was involved in the event and at the time of event there was pain and mobility. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.